Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: "my patient is running neo and amio, had kcentra and a 3 percent bolus ordered as well as antibiotics. When I tell you every single medication was air bubbling, simultaneously, I am not exaggerating. I am always extremely careful about priming my tubing with new meds so I don't give it any reason to do this, but clearly my efforts didn't work." No injury reported.